Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("pain (abdominal)"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2013- hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bleeding: gen. Abnormal. Bleed, psych injury, migration was added. Event outcome was updated for the events: abdominal pain and gen. Abnormal. Bleed. Essure model no. Was updated to ess305. Lab data was updated. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration, migration of essure device location of device: uterine cavity, failure to occlude (close) fallopian tube(s),') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, multigravida, gestational hypertension, intrauterine growth retardation, obesity and hypertension. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin 24 fe) (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )") and menorrhagia ("abnormal bleeding ( menorrhagia )"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psych injury / mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (bilateral salpingectomy right coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration. She still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes, migration of essure device; on (B)(6) 2013: failed occlusion of the left fallopian tube with the essure device within the uterine cavity. Successful occlusion of the right tube.; on (B)(6) 2013: only right fallopian tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concomitant condition , lab data ,essure start date update, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and another event were clubbed pervious event were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration, migration of essure device location of device: uterine cavity, failure to occlude (close) fallopian tube(s),/fail to occlude left fallopian tube') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, rash on (B)(6) 2013, arthralgia on (B)(6) 2013, multigravida, gestational hypertension, intrauterine growth retardation, obesity and hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), the first episode of menorrhagia ("abnormal bleeding ( menorrhagia )"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psych injury / mental anguish") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (bilateral salpingectomy right coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, depression, anxiety and the last episode of menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for migration. She still have left coil inside that is causing me issues. 2 coils visualized on r side and 5 coils visualized on l side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes, migration of essure device; on (B)(6) 2013: failed occlusion of the left fallopian tube with the essure device within the uterine cavity. Successful occlusion of the right tube.; on (B)(6) 2013: only right fallopian tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration, migration of essure device location of device: uterine cavity, failure to occlude (close) fallopian tube(s),/fail to occlude left fallopian tube') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6)2013, rash on (B)(6)2013, arthralgia on (B)(6)2013, multigravida, gestational hypertension, intrauterine growth retardation, obesity and hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe)(B)(6)2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera)(B)(6)2012 to(B)(6)2016, nsaids since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), the first episode of heavy menstrual bleeding ("abnormal bleeding ( menorrhagia )"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psych injury / mental anguish") and the second episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (bilateral salpingectomy right coil removed). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, vaginal haemorrhage, depression, anxiety and the last episode of heavy menstrual bleeding outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: plaintiff received treatment for migration. She still have left coil inside that is causing me issues. 2 coils visualized on r side and 5 coils visualized on l side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: failure to occlude (close) fallopian tubes, migration of essure device; on (B)(6)2013: failed occlusion of the left fallopian tube with the essure device within the uterine cavity. Successful occlusion of the right tube.; on(B)(6)2013: only right fallopian tube occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration, migration of essure device location of device: uterine cavity, failure to occlude (close) fallopian tube(s),/fail to occlude left fallopian tube') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, multigravida, gestational hypertension, intrauterine growth retardation, obesity and hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), the first episode of menorrhagia ("abnormal bleeding ( menorrhagia )"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psych injury / mental anguish") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (bilateral salpingectomy right coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, depression, anxiety and the last episode of menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for migration. She still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes, migration of essure device; on (B)(6) 2013: failed occlusion of the left fallopian tube with the essure device within the uterine cavity. Successful occlusion of the right tube.; on (B)(6) 2013: only right fallopian tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. New event 'menorrhagia' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.